Event description:
The customer reported that their device had its service indicator illuminated and logged several event codes. After an evaluation of the device, it was confirmed that the device would not charge and deliver defibrillation energy.this was discovered during testing and there was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u15.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.